Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the adiana generator not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that following an adiana procedure for permanent contraception and confirmation of bilateral tubal occlusion, a pt became pregnant. The pt had "preeclampsia and delivered preterm (B)(6) weeks". On (B)(6) 2013, it was reported the pt's blood pressure is being monitored and she is doing "ok".